Event description:
Anterior gynecare prolift implanted for stage 2 cystocele. Continued to have severe pelvic pain thereafter. I had vaginal erosion of the mesh, on (B) (6) 2009 had another surgery to fix the erosion, and the mesh had stuck to my bladder. In freeing the mesh from the bladder, my bladder was punctured and it was close to my right ureter. I stayed overnight in the hospital, had severe pain and went home with a large foley indwelling catheter and ureter stent for 2 weeks. I had to have a cystogram that was painful, had terrible bladder spasms following the catheter for weeks. I was recently diagnosed with myofascial spasms of the pelvis. The second opinion doctor, at (B) (6), refused to say it was mesh related! I finally found a doctor at vanderbilt that took out as much of the mesh as he could but the arms. I am 6 days post op mesh removal. The doctor at vanderbilt said the prolift mesh had actually attached to my peritoneal lining of my bowels! I am praying that I can get my life back. My husband and I used to have a great sex life, now we can't have intercourse due to severe pain and spasm. I have not been able to sit for more than a few minutes due to pain in my buttocks, since this prolift was inserted. My life is practically over, if this mesh removal doesn't relieve my pain. The doctor who inserted this told me nothing about the 3 FDA warnings, he just said he was using a technique that would last forever. According to the FDA guidelines, wasn't he suppose to inform me fully about the warnings and serious complications? What action does the FDA take against physicians who do not follow the guidelines? He is a "respected" ob/gyn in this area. I can't believe he did not think enough of me to fully inform me! I was not protected, not given the chance to make an informed consent! I am 6 days post op from the transvaginal mesh removal. The surgeon was able to safely remove 95% of the mesh. He was unable to get the arms that go deep in the pelvis due to the nerves that surround them. I go back for my 6 week check-up (B) (6) 2010. I am praying I will have a relief of the serious pain I am having since this device was placed. I am presently on muscle relaxers and pain pills, had to quit my job! Diagnosis or reason for use: anterior repair of pelvic organ prolapse.